Event description:
Reportedly, the instrument did not place properly formed staples on the sigmoid pedicle. Therefore, clips were required to stop the bleeding and another instrument was used to complete the case. Procedure: sigmoidectomy. Pt status: no pt injury reported.